Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter was used off-label, and the patient experienced pericardial effusion, atrial perforation, blood loss, and hypoxemia. During a concomitant atrial fibrillation pulse field ablation (pfa) and left atrial appendage closure (laac) procedure a faradrive sheath was used. A trace effusion was noted on echocardiography prior to the procedure. This was attributed to hematuria, as the patient needed to stop taking their blood thinner, rivaroxaban, for chemotherapy treatment. An issue was encountered gaining access with the faradrive sheath, but access was attained. Mapping was performed first in the right atrium (ra) using a non-boston scientific catheter. The standard transseptal technique was used to gain access at the mid-mid location. The faradrive dilator became contaminated, though it was decided not to do a replacement for a second faradrive sheath. A non-boston scientific introducer (18fr) was used over a guidewire to aggressively floss the transseptal puncture several times. The faradrive sheath was advanced over the guidewire through the introducer from the ra to the left atrium (la). Ablation was then performed with the farawave catheter at the pulmonary veins, posterior wall, anterior mitral line, and the roofline in the la, for a total of 59 ablations. Use of the catheter to perform posterior wall, anterior mitral line, and the roofline constituted off-label use of the device. The faradrive sheath was exchanged for a watchman double curve sheath. The intracardiac echocardiography (ice) was buddied into the la, and measurements were taken of the mitral valve (mv), atrioventricular (av), and posteroanterior (pa) views with the ice catheter positioned into the pulmonary vein and under the mv. A pigtail catheter was advanced into the watchman sheath to take a contrast shot. A posterior wing was noted and a 24mm watchman flx pro was selected. Placement of the device was good on the first attempt. Measurements were made and a check for leak on color was done. The device met pass criteria, but another contrast shot was taken to advance the device deeper into the anterior lobe. Two more deployments were attempted; the last deployment was deeper into the appendage in the anterior lobe. Measurements were taken and color was checked. It was found that the device was more compressed, particularly towards the distal end, but the shape was still good. The watchman device passed the tug test, then two more contrast shots were taken to get the right anterior oblique (rao) caudal and ap caudal views. The device looked stable, and no pericardial effusion was noted at this time. The device was then released. A sweep for pericardial effusion was performed when it was discovered that the trace effusion had grown significantly, so immediate pericardiocentesis was performed. Blood was drained for about an hour, removing about 500-600cc. The patient had to receive an auto-transfusion of their own blood along with a transfusion of fresh frozen plasma (fpp) and platelets. Rivaroxaban was also given as a reversing agent. A probe was dropped to perform a transesophageal echocardiogram (tee). No perforation was found around the watchman device. Moving from the left side to the right side with imaging the physician thought he saw a perforation in the ra, but the ffp and platelets had started to have an effect it was unable to be found again. The blood being withdrawn from the patient was dark. When the drawn blood was tested its oxygen saturation was at 77 percent. The patient was stabilized, and the coronary care unit (ccu) was alerted. The effusion grew again and another round of pericardiocentesis was begun to withdraw blood. The effusion did stop growing at some point after at least another 30 minutes of auto-transfusing. The patient stabilized, another tee was performed, then the patient was sent to the ccu for further monitoring and intubated. The procedure was completed successfully despite the complications. The patient is expected to fully recover. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the initial MDR in blocks b5 describe event or problem and h6 patient codes.

Event description:
It was reported that the catheter was used off-label, and the patient experienced pericardial effusion, atrial perforation, blood loss, hypoxemia, hypotension, and acute kidney problems. During a concomitant atrial fibrillation pulse field ablation (pfa) and left atrial appendage closure (laac) procedure a farawave catheter was used. A trace effusion was noted on echocardiography prior to the procedure. This was attributed to hematuria, as the patient needed to stop taking their blood thinner, rivaroxaban, for chemotherapy treatment. An issue was encountered gaining access with the faradrive sheath, but access was attained. Mapping was performed first in the right atrium (ra) using a non-boston scientific catheter. The standard transseptal technique was used to gain access at the mid-mid location. The faradrive dilator became contaminated when it fell from the table, though it was decided not to do a replacement for a second faradrive sheath. A non-boston scientific introducer (18fr) was used over a guidewire to aggressively floss the transseptal puncture several times. The faradrive sheath was advanced over the guidewire through the introducer from the ra to the left atrium (la). Ablation was then performed with the farawave catheter at the pulmonary veins, posterior wall, anterior mitral line, and the roofline in the la, for a total of 59 ablations. Use of the catheter to perform posterior wall, anterior mitral line, and the roofline constituted off-label use of the device. The faradrive sheath was exchanged for a watchman double curve sheath. The intracardiac echocardiography (ice) was buddied into the la, and measurements were taken of the mitral valve (mv), atrioventricular (av), and posteroanterior (pa) views with the ice catheter positioned into the pulmonary vein and under the mv. A pigtail catheter was advanced into the watchman sheath to take a contrast shot. A posterior wing was noted and a 24mm watchman flx pro was selected. Placement of the device was good on the first attempt. Measurements were made and a check for leak on color was done. The device met pass criteria, but another contrast shot was taken to advance the device deeper into the anterior lobe. Two more deployments were attempted; the last deployment was deeper into the appendage in the anterior lobe. Measurements were taken and color was checked. It was found that the device was more compressed, particularly towards the distal end, but the shape was still good. The watchman device passed the tug test, then two more contrast shots were taken to get the right anterior oblique (rao) caudal and ap caudal views. The device looked stable, and no pericardial effusion was noted at this time. The device was then released. A sweep for pericardial effusion was performed when it was discovered that the trace effusion had grown significantly, so immediate pericardiocentesis was performed. Blood was drained for about an hour, removing about 500-600cc. The patient had to receive an auto-transfusion of their own blood along with a transfusion of fresh frozen plasma (fpp) and platelets. Rivaroxaban was also given as a reversing agent. A probe was dropped to perform a transesophageal echocardiogram (tee). No perforation was found around the watchman device. Moving from the left side to the right side with imaging the physician thought he saw a perforation in the ra, but the ffp and platelets had started to have an effect it was unable to be found again. The blood being withdrawn from the patient was dark. When the drawn blood was tested its oxygen saturation was at 77%. The patient was stabilized, and the coronary care unit (ccu) was alerted. The effusion grew again and another round of pericardiocentesis was begun to withdraw blood. The effusion did stop growing at some point after at least another 30 minutes of auto-transfusing. The patient stabilized, another tee was performed, then the patient was sent to the ccu for further monitoring and intubated. The procedure was completed successfully despite the complications. It was also mentioned by the lab that the patient had low blood pressure and acute kidney problems. The patient is expected to fully recover and be discharged from the hospital. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the follow-up 1 MDR in block h6 device codes.

Event description:
It was reported that the catheter was used off-label, and the patient experienced pericardial effusion, atrial perforation, blood loss, hypoxemia, hypotension, and acute kidney problems. During a concomitant atrial fibrillation pulse field ablation (pfa) and left atrial appendage closure (laac) procedure a farawave catheter was used. A trace effusion was noted on echocardiography prior to the procedure. This was attributed to hematuria, as the patient needed to stop taking their blood thinner, rivaroxaban, for chemotherapy treatment. An issue was encountered gaining access with the faradrive sheath, but access was attained. Mapping was performed first in the right atrium (ra) using a non-boston scientific catheter. The standard transseptal technique was used to gain access at the mid-mid location. The faradrive dilator became contaminated when it fell from the table, though it was decided not to do a replacement for a second faradrive sheath. A non-boston scientific introducer (18fr) was used over a guidewire to aggressively floss the transseptal puncture several times. The faradrive sheath was advanced over the guidewire through the introducer from the ra to the left atrium (la). Ablation was then performed with the farawave catheter at the pulmonary veins, posterior wall, anterior mitral line, and the roofline in the la, for a total of 59 ablations. Use of the catheter to perform posterior wall, anterior mitral line, and the roofline constituted off-label use of the device. The faradrive sheath was exchanged for a watchman double curve sheath. The intracardiac echocardiography (ice) was buddied into the la, and measurements were taken of the mitral valve (mv), atrioventricular (av), and posteroanterior (pa) views with the ice catheter positioned into the pulmonary vein and under the mv. A pigtail catheter was advanced into the watchman sheath to take a contrast shot. A posterior wing was noted and a 24mm watchman flx pro was selected. Placement of the device was good on the first attempt. Measurements were made and a check for leak on color was done. The device met pass criteria, but another contrast shot was taken to advance the device deeper into the anterior lobe. Two more deployments were attempted; the last deployment was deeper into the appendage in the anterior lobe. Measurements were taken and color was checked. It was found that the device was more compressed, particularly towards the distal end, but the shape was still good. The watchman device passed the tug test, then two more contrast shots were taken to get the right anterior oblique (rao) caudal and ap caudal views. The device looked stable, and no pericardial effusion was noted at this time. The device was then released. A sweep for pericardial effusion was performed when it was discovered that the trace effusion had grown significantly, so immediate pericardiocentesis was performed. Blood was drained for about an hour, removing about 500-600cc. The patient had to receive an auto-transfusion of their own blood along with a transfusion of fresh frozen plasma (fpp) and platelets. Rivaroxaban was also given as a reversing agent. A probe was dropped to perform a transesophageal echocardiogram (tee). No perforation was found around the watchman device. Moving from the left side to the right side with imaging the physician thought he saw a perforation in the ra, but the ffp and platelets had started to have an effect it was unable to be found again. The blood being withdrawn from the patient was dark. When the drawn blood was tested its oxygen saturation was at 77%. The patient was stabilized, and the coronary care unit (ccu) was alerted. The effusion grew again and another round of pericardiocentesis was begun to withdraw blood. The effusion did stop growing at some point after at least another 30 minutes of auto-transfusing. The patient stabilized, another tee was performed, then the patient was sent to the ccu for further monitoring and intubated. The procedure was completed successfully despite the complications. It was also mentioned by the lab that the patient had low blood pressure and acute kidney problems. The patient is expected to fully recover and be discharged from the hospital. The device is not expected to be returned for analysis due to disposal.